Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. During the procedure, a crack was identified in the tubing between the pump and reservoir. The suspected cause for the hole was not detailed by the facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams700 underwent a thorough analysis. The pump was visually and microscopically examined, revealing no abnormalities. It was noted that the tubing had been cut down to the pump strain relief kink resistant tubing (krt) junction and was not returned. Upon functional testing, the pump performed within specification. Based on the information available and analysis results, the reported allegations of mechanical issues and a crack in the tubing could not be confirmed.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. During the procedure, a crack was identified in the tubing between the pump and reservoir. The suspected cause for the hole was not detailed by the facility. There were no patient complications reported.